Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergo essure confirmation test with result bilateral occlusion on (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder."), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), migraine ("migraine"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain and menorrhagia had resolved and the blood disorder, cardiac disorder, bladder disorder, urinary tract disorder, headache, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, blood disorder, cardiac disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of implant: (B)(6) 2014 (legal claim). Plaintiff received treatment for pain, bleeding, bladder problems, urinary problems. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated . Event: injury were updated to pelvic pain , abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),blood/heart disorder, bladder problems, urinary problems ,headaches, migraine, nausea, fatigue were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right lower pelvic') in an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergo essure confirmation test with result bilateral occlusion on (B)(6) 2015. Findings: there was a small spot of endometriosis on the right ovary capsule. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, add, heart disorder, hyperplasia, uterine adenomyoma, cervical cyst, drug allergy, menometrorrhagia, cystoscopy and endometriosis ablation. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), biotin since 2018, cyanocobalamin since 2018 and vitamin d1 since 2018. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / bleeding during periods were much higher"), palpitations ("blood or heart disorder/condition type: palpitations"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety,"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), endometriosis ("other injury(ies) or complication please describe: endometriosis") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach ache"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the palpitations, bladder disorder, urinary tract disorder, headache, migraine, nausea, fatigue, anxiety, dysmenorrhoea, abdominal distension, endometriosis and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, palpitations, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of implant: (B)(6) 2014(legal claim). Plaintiff received treatment for pain, bleeding, bladder problems, urinary problems. Current weight 129 lbs. Approximate weight at the time of essure placement 135 lbs. 4 coils exposed in first tubal lumen. 2 coils exposed in second tubal lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion good placement essure devices are seen bilateral and appear normal with respect to location. Bilateral normal occlusion is noted. Complications: none. Impression: normal size and configuration of uterine cavity appropriate location of essure devices bilaterally bilateral proximal tubal occlusion. Pathology test - on (B)(6) 2018: serosa with endometriosis. Proliferative endometrium with focal simple hyperplasia, negative for atypia and endometritis. Myometrium with adenomyosis or leiomyomata. Cervix with benign mucous cysts. Benign fallopian tube tissue with benign serous cyst. The right cornu contains a metallic coiled material consistent with a contraceptive device measuring 3.8 cm in length and 0 ,1 cm in average diameter. The left cornu contains a metallic coiled material grossly consistent with a contraceptive device the left fallopian tube has a fimbriated end and measures 8.5 there is a metallic coiled material measuring 11.5 cm in length and 0.1 cm in average diameter. I lie material inserts 1 cm into the proximal lumen of the left fallopian tube.. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs+mr received : lot number added. New events: abnormal bleeding (vaginal), other injury(ies) or complication please describe: endometriosis, psychological or psychiatric problems condition: anxiety,gastrointestinal or digestive system condition type: bloating, stomach ache added. Blood or heart disorder/condition type: heart disorder updated to palpitation. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. On 3-sep-2019: follow-up 2nd and 3rd processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right lower pelvic') in an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergo essure confirmation test with result bilateral occlusion on (B)(6)2015. Findings: there was a small spot of endometriosis on the right ovary capsule. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, add, heart disorder, hyperplasia, uterine adenomyoma, cervical cyst, drug allergy, menometrorrhagia, cystoscopy and endometriosis ablation. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), biotin since 2018, cyanocobalamin since 2018 and vitamin d1 since 2018. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / bleeding during periods were much higher"), palpitations ("blood or heart disorder/condition type: palpitations"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety,"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), endometriosis ("other injury(ies) or complication please describe: endometriosis") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach ache"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the palpitations, bladder disorder, urinary tract disorder, headache, migraine, nausea, fatigue, anxiety, dysmenorrhoea, abdominal distension, endometriosis and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, palpitations, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of implant: (B)(6)2014(legal claim). Plaintiff received treatment for pain, bleeding, bladder problems, urinary problems. Current weight 129 lbs. Approximate weight at the time of essure placement 135 lbs. 4 coils exposed in first tubal lumen. 2 coils exposed in second tubal lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion good placement essure devices are seen bilateral and appear normal with respect to location. Bilateral normal occlusion is noted. Complications: none impression: normal size and configuration of uterine cavity appropriate location of essure devices bilaterally bilateral proximal tubal occlusion. Pathology test - on (B)(6)2018: serosa with endometriosis. Proliferative endometrium with focal simple hyperplasia, negative for atypia and endometritis. Myometrium with adenomyosis or leiomyomata. Cervix with benign mucous cysts. Benign fallopian tube tissue with benign serous cyst. The right cornu contains a metallic coiled material consistent with a contraceptive device measuring 3.8 cm in length and 0 ,1 cm in average diameter. The left cornu contains a metallic coiled material grossly consistent with a contraceptive device the left fallopian tube has a fimbriated end and measures 8.5 there is a metallic coiled material measuring 11.5 cm in length and 0.1 cm in average diameter. I lie material inserts 1 cm into the proximal lumen of the left fallopian tube.. Batch no c76447 production date 2014-07-02 expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.